Event description:
It was reported that during the osseotomy procedure, the prima initial drill broke in half (implant site number is unknown). The patient "almost swallowed" the broken component. The broken component was retrieved and the procedure was completed without further issue and sequalae.

Manufacturer narrative:
The customer reported the lot number to be: 027829. This is not a valid lot number for this device. A review of the customer order history revealed the most probable lot number to be: 020637. This lot was purchased in 2008. A review of the keystone dental complaint database did not reveal any other incidents reported against this lot.